Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted during the endovascular treatment of aaa on unknown dates. The following adverse events were reported: gutter endoleaks and inadequate seal.the cause of the adverse events are undetermined.